Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated an approved monarch d cartridge was used with a blue handpiece. Not enough info was provided to conduct a review on the monarch d cartridge. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
Following unilateral intraocular lens (iol) implant surgery, a consumer reported blurry vision, shading of colors different compared to fellow eye, and an intermittent flickering arc in his temporal side vision. Further info was received from the consumer following his initial complaint. He reported a black image that did not improve; he had recently had lasik and now sees a brownish/amber color. His eye gets strained and he has trouble focusing when using the computer. Information was received from the surgeon, who reported that the event continues and the outcome is unk. Lasik was performed to treat residual refractive error. In the surgeon¿s opinion, it is unk if the device caused/contributed to the event.